Event description:
On 10/29/2009, abbott point of care was contacted by a customer who reported that an I-stat chem 8+ cartridge yielded a potassium result of 6.6 on (B)(6)2009 at 18:12. The same sample repeated on an I-stat chem 8+ cartridge yielded a potassium result of 4..0 on (B)(6)2009 at 19:07. There was no report of serious injury associated with the complaint.